Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery and 14fr introducer to provide hemodynamic support for the 67 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The team peeled away the 14fr and advanced the reposheath and a hematoma developed at the groin site with bleeding. The team had already performed the coronary intervention and as the patient was stable, the decision was made to explant and not replace the impella cp. The groin access site was closed with 3 perclose and patient sent to the ICU for monitoring. The patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the access site adverse event was not determined due to insufficient clinical details.